Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: unspecified infection, impaired healing, seroma-late, capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "seroma". Healthcare professional then reported "hematoma" and "wound problems". Healthcare professional then reported caspular contracture baker grade iii-IV, "inflammatory tissues - skin, subcutaneous tissue, breast parenchyma, and breast capsular tissue". Patient was prescribed levaquin. This record is for the left side. Device was explanted.